Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately calcified right coronary artery. After angioplasty was performed with a maverick and quantum apex balloons, a 4.00 x 38 synergy ii drug-eluting stent was advanced for treatment. However, during procedure, the distal part of the stent was deformed and it failed to cross the lesion. The device was completely removed and the procedure was completed with another of the same device. No patient complications nor injuries reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately calcified right coronary artery. After angioplasty was performed with a maverick and quantum apex balloons, a 4.00 x 38 synergy ii drug-eluting stent was advanced for treatment. However, during procedure, the distal part of the stent was deformed and it failed to cross the lesion. The device was completely removed and the procedure was completed with another of the same device. No patient complications nor injuries reported and the patient's status was stable. It was further reported that the lesion was 65% stenosed, mildly tortuous and moderately calcified.